Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned for investigation. It was observed that the returned device was a different catalog number than what was originally reported by the customer. The customer was contacted; however, they could not provide additional information regarding the returned device (catalog and lot number). The pressure of the clear cuff and the blue cuff of the returned device were tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were able to maintain pressure at 25mbar. The complaint of leakage could not be confirmed. There were no issues found with the returned device. Corrected data: d.1.-brand name corrected to rusch double lumen bronc. Tube set right. D.2.-common device name corrected to tube, bronchial w/wo connector. D.2.-procode corrected to bts. D.3.-manufacturer name corrected to teleflex medical sdn. Bhd., perak, west malaysia. D.4.-catalog# corrected to 116200350. D.4.-lot# corrected to unknown. D.4.-expiration date corrected to unknown. D.4.-UDI# corrected to (B)(4).

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.